Manufacturer narrative:
The returned retractor was evaluated. The tip was found to have fractured off the instrument. The root cause cannot be definitively determined but possible contributors may include repetitive use or improper handling or usage. A review of the manufacturing records did not identify any issues which may have contributed to this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a retractor was found broken in its tray after a surgical procedure. There were no surgical impacts associated with this event.